Event description:
(B)(6). According to the information received, the wrong article and lot number are inside the boxes. While the box labels says: art (B)(4)/ lot nr 2089354 the content of the box has art (B)(4)/ lot nr 2118996.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.